Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Insulin pump received with missing reservoir tube o ring, and broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir lip ring was crack. The customer¿s blood glucose level was 135 mg/dl. The customer stated that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.